Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer¿s blood glucose level ranged from 350-400 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.